Event description:
It was reported that the ventilator tidal volume was set at 380 and the return volume was between 230-240. It is unknown if the ventilator was connected to a patient when the reported problem occurred.